Manufacturer narrative:
The following mdrs are related to this event: 2023446-2013-00001, 2023446-2013-00003, 2023446-2013-00004, 2023446-2013-00005, 2023446-2013-00006, 2023446-2013-00007, 2023446-2013-00008, 2023446-2013-00009, 2023446-2013-00010, 2023446-2013-00011, 2023446-2013-00012, 2023446-2013-00013. See scanned page.

Event description:
False positive leukocyte esterase was reported on 101 patient results which lead to 12 patients to receive unnecessary antibiotics. The malfunction was confirmed by urine microscopy and urine cultures which were negative for urinary tract infection in all 12 patients.